Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an issue with the replenishment filter. A technical support specialist verified that the replenishment was set correctly and confirmed with the customer that the issue had been resolved. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had issue related to the replenishment filters. The customer reported that this impacted correct replenishment of this medication, impacting supply and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1.(B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had issue related to the replenishment filters. The customer reported that this impacted correct replenishment of this medication, impacting supply and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.